Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a 61-year-old female patient underwent implant placement on tooth number 20 on (B)(6) 2026. Per the report the implant lacked primary stability within three weeks of implant placement, and the implant was removed on (B)(6) 2026. Per the report the patient experience inflammation and infection symptoms, however no permanent injury, or additional procedures were required. No fractured components or fit issues were reported, and the implant was not replaced. The patient's bone quality was reported as type ii with good oral hygiene. Event was reported to the dental office located in (B)(6).